Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 in order to treat stress incontinence, post operative vaginal prolapse, and urethral hypermobility concurrently with cystocele/rectocele repair and urine incontinence repair. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted concurrently with in-fast ultra (american medical systems) due to pelvic organ prolapse. The patient experienced extrusion, urinary problems and recurrence. It was reported that the patient underwent excision of exposed mesh due to mesh exposure and recurrence of stress urinary incontinence on (B)(6) 2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.